Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. There was no patient harm. The compressor could switch on but the compressor motor was not running. The service engineer solved the problem by replacing the motor capacitor. The capacitor was returned for further investigation. Electrical measurements of the returned compressor motor start capacitor showed no problems and when tested in the reference compressor the compressor motor started and ran as expected. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The conclusion in this matter is that no fault was found with the returned start capacitor. What caused the reported problem could not be established.

Event description:
Manufacturer ref.#: (B)(4).